Event description:
New information received notes that the right atrial (ra) leadless pacemaker (lp) exhibited missing implant date upon interrogation. Programming was performed to update the implant date on the ralp. No other information was provided.

Event description:
New information received notes that no further intervention was performed, and patient condition was stable.

Event description:
It was reported that the right atrial (ra) leadless pacemaker (lp) exhibited under-sensing. Further information was requested but not received.